Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm with a diameter of 50 mm. The proximal aortic neck was 25-28 mm in diameter. The right iliac was 14mm in diameter, and the left was 18mm. The femoral arteries were 10mm in diameter. It was reported that the main body was implanted with ipsilateral the limb extending 15mm into the right iliac artery. The contralateral limb was then deployed, followed by an ipsilateral extension. After ballooning and before the final angiogram, the physician used an ivus catheter to inspect the limbs and noticed a narrowing on the contralateral side allegedly due to the double radial force of the two limbs in the right. It was measuring approximately 5.5-6mm on the short axis and was forming a crescent moon shape. The physician used bilateral 14mm kissing balloons to try and open up the limb, but this was unsuccessful. A 16x20x93 endurant limb was then placed within the compressed contralateral limb and positioned so that the distal ends were aligned. The limb was then deployed. Using ivus, the physician measured the narrowing to be 8mm on the short axis of the contralateral side at the aortic bifurcation. No additional clinical sequelae were reported and the patient is fine. A review of 2 returned ivus images showed limb compression of 6mm minimum diameter, and post-implant of the limb showed that the com pression was reduced to 8mm minimum. The location and cause of the compression could not be determined from these images.

Manufacturer narrative:
(B)(4). Evaluation methods: (ivus images). Evaluation results: (insufficient information; cause is unknown). Evaluation conclusion: (insufficient information; cause is unknown).